Event description:
It was initially reported that the pump was at eos (end of service) in (B)(6) 2014 and the replacement was delayed because the patient was a va patient that got lost in the shuffle because they had concerns that the catheter was not patent. It was reported later the same day that in (B)(6) 2014 they were questioning the functioning of the catheter and the pump was programmed off at that time. Revision decisions were not made and the patient was delayed in the va system. An x-ray was done and they were seeing a couple of catheters and were wondering if the original catheter had been revised at some point. The patient was being taken to surgery on the date of this report for the pump replacement and the reporter was not sure at the time of this report whether they were going to revise the catheter; the reporter would know more when the physician opened the patient to evaluate the system. There was some question as to whether the pump/proximal segment was connected to the pump. The pump had delivered lioresal. At the time of this report the pump had saline in it. On (B)(6) 2015, it was reported that the issue with the catheter flow began over 6 months before the pump replacement was scheduled. During the procedure, the surgeon opened up the back incision first and decided to replace entire catheter with a newer model catheter and therefore never attempted to aspirate old catheter using cap (catheter access port) on the old pump. The old catheter was left in the patient. The surgeon was not able to visualize existing catheter in intrathecal space using x-ray. As of (B)(6) 2015, this reporter had received no reports from the managing clinic of complications or ineffective therapy after surgery. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l53962, implanted: (B)(6) 1998, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).